Manufacturer narrative:
Additional information received from the field clinical specialist, clarified that the original report of the ¿downward¿ direction of the edwards commander delivery system nose cone was attributed to the placement and incorrect shape of the guidewire. It was also speculated that the guidewire placement was likely the cause of the ventricular perforation injury prior to the advancement of the delivery system and valve. There were no allegations or indications of a malfunction of the delivery system or sapien 3 valve. Since the event is not associated with an edwards device malfunction or failure and the adverse event is listed in labeling, the event will be captured and reported though tvt registry per (B)(4). This complaint will be voided.

Manufacturer narrative:
Thv/tvt registry. (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, the guidewire was placed in the left ventricle (lv), but it didn¿t look like it was curling in the correct direction. A pigtail was placed to get the wire to fit better in the lv and the wire was placed in a ¿better¿ position in the lv. The commander delivery system was easily advanced without issue. A 23mm sapien 3 valve was deployed using 1cc less than nominal volume in a final 80:20 aortic/ventricular (a/v) position. Post valve deployment, an effusion, from a possible root rupture or lv perforation, was observed and a cardiac window was performed, but the bleeding could not be stopped. The procedure was converted to open surgery to repair the injury. Post procedure, when reviewing the case imagery, it was noted that during valve deployment, the delivery system nose cone appeared to be in a ¿downward¿ direction. The exact cause and timing of the ventricular perforation is not known. Information concerning the native annular diameter was not provided. Moderate native annular calcification, moderate native leaflet calcification and moderate aortic root calcification was reported. The exact cause of the cardiac injury was not determined. It was speculated that the guidewire placement may have caused the injury prior to the advancement of the delivery system and valve, or the guidewire may have been in the wrong position, possibly ¿behind a muscle or one of the cords¿, resulting in the ¿downward¿ direction of the nose cone during valve deployment.